Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The foot separation was confirmed. The investigation determined the reported foot separation appears to be related to calcification at the access site and the treatments appear to be related to circumstances of the procedure as the separated foot was surgically removed, causing a delay in the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement was attempted in a calcified common femoral artery using a proglide device prior to an abdominal aortic aneurysm (aaa) repair procedure. Reportedly, a proglide foot break occurred. The broken foot was surgically removed. The aaa procedure was completed and hemostasis was surgically achieved. The patient is reported to be doing fine. There were no reported adverse patient sequelae. There was a clinically significant delay in the procedure due to the surgical retrieval of the broken foot. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.